Manufacturer narrative:
The essence brush head is an accessory to the essence power toothbrush.

Event description:
Consumer complained about bristles falling out. No injury reported.

Manufacturer narrative:
The root cause of the customer's complaint is loose bristles.